Event description:
The consumer reported receiving burns from the heating pad on her left side which caused her skin to blister. The consumer reported using the heating pad while sitting in a chair. Incidents of this nature are often the result of using the heating pad in a manner contrary to proper use instruction.